Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy skin irritation and sores under the lifevest equipment. Patient reports allergy to spandex and nickel. There was no alleged device malfunction contributing to the irritation. The patient used a prescribed ointment for the skin irritation. Outcome of the irritation is unknown.